Manufacturer narrative:
Section d information references the main component of the system and other applicable components are:product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a family member/friend reporting that the patient programmer wasn¿t working. The patient tried inserting new batteries but the issue persists. It was noted that the patient saw their health care provider yesterday because they need an adjustment and their system isnt working. The patient hasn¿t felt stimulation in their right leg for awhile. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.